Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer contacted spacelabs healthcare to report that patient parameters were intermittently dropped while a ultraview command module was in use. There was no patient or user harm associated with this event. The customer's biomed evaluated the reported issue and found that the pins of the command module were bent and pushed in. The biomed readjusted the pins and confirmed that the issue was resolved. The cause of the reported issue was due to bent pins on the command module.